Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 16f esheath+, the esheath+ was properly prepared. After the esheath+ was inserted, an 8x60 balloon was used to balloon the esheath+. The 29 mm sapien 3 ultra resilia valve got stuck at the distal radiopaque end of the esheath+ on insertion. After pulling back and pushing a few times the valve passed the tip of the esheath+ and was deployed with no problems. When the esheath+ was removed there was a tear in the distal end of the radiopaque ring. Per feedback from the fcs, there was no difficulty faced inserting the esheath+ into the patient. The expansion tool was used in preparation of the sheath. The loader was able to be fully inserted into the esheath+ housing. The esheath+ was not inserted at a steep angle. There was difficulty while inserting the delivery system through the esheath+. The valve got stuck at the distal radiopaque end of the esheath+ on insertion, after pulling back a pushing a few times the valve passed the tip of the esheath+ and was deployed with no problems. The delivery system and valve exited the tip of the sheath. There was no withdrawal difficulty. The system was withdrawn from the patient as the delivery system through the sheath. The thv was crimped per IFU. The delivery system was prepared for IFU. There was no patient injury. The patient's final outcome was stable and discharged. The root cause of the tear in the distal end of the sheath was the valve pushing through. The degree of tortuosity and vessel calcification was mild.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions the event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: liner fully expanded as designed. Distal tip opened along axial score line. Distal tip torn radially along the radial score line. Hdpe stretching noted along the distal tip tear. All score lines present (radial, axial, slanted). Soft tip damage. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. The complaints for torn sheath distal tip and resistance between system components leading to difficulty advancing through sheath were confirmed based on provided imagery and the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated in a CAPA. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA was opened to address esheath inner diameter hdpe damage contributing to the tip tear events.